Event description:
It was reported that the user announced an additional meal to reduce elevated blood glucose and later identified a leaking infusion set site consistent with hyperglycemia; troubleshooting and education on meal announcements and correction practices were completed. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, a usage problem was identified, and the issue pertained to the user interface, with the event associated with improper or incorrect procedure or method. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.